Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Post procedure upon x-ray imaging it was noted that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was explanted and replaced. The patient condition was stable.